Event description:
Caller reported aviva system blood glucose results, all mg/dl: 4:15am 335 4:15am 294 4:13am 296 4:12am 521 4:12am 246 4:11am 138 4:10am 332 no adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.